Event description:
Became disabled over time, could no longer coach soccer or play sports, developed numerous chronic and disabling condition: peripheral neuropathy and paresthesias diagnosed by neurologist, chronic fatigue, wasting disease, balance problems, clumsiness, dizziness, mental confusion, etc. Diagnosed by family physician. Fuchs disease and likely blindness over time diagnosed by ophthalmologist and confirmed by 2nd ophthalmologist. Series of tests by family physician resulted in finding high mercury levels and diagnosed as mercury toxicity. Investigation of cause found that the cause was dental amalgam fillings. I had about 15 mercury amalgam fillings and some crowns with amalgam underneath. I had all the mercury containing dental work replaced since it included bridges- and some detoxification. After amalgam replacement and detoxification, I'm almost fully recovered. Better than most my age, can play sports again with the young guys and coach again. Also no more memory problems, balance problems, and no more chronic fatigue. Even my eyes have gotten better than ever before. Not only have I not gone blind but my eyes have improved so much and no longer wear glasses for the first time in 50 years, except to drive at night. Dental amalgam obviously causes high levels of mercury exposure and serious chronic health problems, as documented by lots of tests by medical labs and my experience, and that of thousands others.